Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the dexcom g7 continuous glucose monitor did not pair with the ilet, prompting the user to start the sensor via the cgm menu and restart the ilet; the subsequent sensor then failed and was replaced, with pairing time communicated and the user referred to dexcom for sensor replacement. Symptoms included no reported adverse clinical effects and blood glucose reported as unaffected. Outcomes included interruption of cgm data to the ilet with restoration actions taken through sensor replacement. Investigation included customer troubleshooting, device restart, and coordination with the cgm manufacturer for replacement and follow-up. Investigation of this case revealed a sensor failure affecting communication with the ilet without evidence of ilet malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor issue originating from the external cgm component.